Manufacturer narrative:
Reporter informated the company that the product has been discarded.

Event description:
Charger defective and was charred - oral-b [device physical property issue]. Case narrative: male consumer via phone reported that the oral-b charger was defective and charred. No injury was reported.